Event description:
It was reported that during shoulder arthroscopy for rotator cuff repair, the footprint ultra pk torn from the bone. There was a delay greater than 2 hours and no backup device was available. The operation was terminated without being able to complete the procedure. Patient's outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 72203380 healicoil sa pk 5.5mm w/3 ub-bl cbbl lt used in treatment, was not returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The complaint states: ¿during shoulder arthroscopy for rotator cuff repair, the footprint ultra pk torn from the bone¿. An exact root cause cannot be determined with confidence. The instruction for use states: physical conditions which would eliminate, or tend to eliminate, adequate anchor support or retard healing, i.e., limitation of blood supply, infection, etc.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.